Manufacturer narrative:
The insulin pump was received with no button response due to flattened all button dome switch (no crease). No button error alarm and no unlocked j2/lcd keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a64 alarm due to buttons not responding. Insulin pump received with cracked case display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump received an unspecified alarm. The customer¿s blood glucose level was 120 mg/dl. The customer was assisted with troubleshoot and customer states the alarm received was unspecified alarm. Self test was performed and test was passed advised that the pump will need to be replaced. The insulin pump will be returned for analysis.